Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the tortuous left circumflex artery (lcx); the segment of vessel and lesion characteristics is unknown. The 1.5 x 20mm maverick 2 monorail catheter was advanced to the lesion and reported to have ruptured at 8 atmospheres of pressure (atm's). The number of inflations and to what atm's is unknown. The procedure was completed with a different device. No pt injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complaint indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.